Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and the balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed a 9mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during initial inflation at 3 atmospheres for 2 seconds, a contrast agent leakage was noted under fluoroscopy. The device was completely removed from the patient. The physician checked the device and confirmed that the balloon ruptured. The procedure was completed with another 2.5mm coyote es balloon catheter. No patient complications were reported and the patient¿s status was good.